Event description:
It was reported that the non-dependent patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited noise, high impedance, and low sensing threshold. No intervention was performed. No further information was available.